Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the pacemaker exhibited ventricular under-sensing. No intervention was performed, and the patient will continue to be monitored. The patient was in stable condition.